Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) crashed. The bme reported that the nurses were creating strips when the cns application suddenly closed, went to the windows desktop, and then took 5 minutes for the cns to come back up. The bme reported that the cns was currently working. They sent in the cns logs for nihon kohden to investigate. No patient harm was reported. Investigation summary: based on the information provided, there is an issue with the gz-130pa device having been used along with the cns, which caused the cns to reboot when attempting to create a recall waveform for the backfill waveform data of the gz power off section. It is noted that similar incidents have occurred in the past, and countermeasures were taken to prevent it with cns-6801a ver.02-13 software. The root cause is related to the use of deficient software and was address in an already released software upgrade version that addressed the reported issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed. The bme reported that the nurses were creating strips when the cns application suddenly closed, went to the windows desktop, and then took 5 minutes for the cns to come back up. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed. The bme reported that the nurses were creating strips when all of a sudden, the application closed, went into the windows desktop, and took 5 minutes for the cns to come back up. The bme reported that the cns is now working but will send in the logs for the cns for nihon kohden to investigate. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but the serial number is ni as customer could not provide the information. Telemetry transmitters: model #: gz-130p, serial #: ni, device manufacture data: ni, unique device identifier (UDI): (B)(4).